Manufacturer narrative:
Device is used for treatment, not diagnosis. This is for 1 unknown locking screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
It was reported that the surgeon removed two locking screws and nail from a distal tibial nail implant that resulted in nonunion. The initial implant surgery was performed on an unknown date. One of the locking screws had broken (36mm x unknown diameter screw) on a previous date. The surgeon removed the broken screw and replaced the size 11 nail with a size 12 tibial nail. This report is for one unknown locking screw. This is report 3 of 3 for (B)(4).